Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that while spiking a levophed bag, the spike from the IV tubing broke off into the female port of the bag. A new bag of levophed was procured, primed and switched out without incidence to the ICU patient.

Manufacturer narrative:
The customer¿s report that the spike from the IV tubing broke off into the female port of the bag was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components visual inspection confirmed that the drip chamber spike was broken and separated from the set. Closer inspection of the break site under a lab microscope did not see any evidence of tool marks or scratch marks. Functional testing was not performed due to the drip chamber spike break. The root cause was not definitively determined.

Event description:
It was reported that while spiking a levophed bag, the spike from the IV tubing broke off into the female port of the bag. A new bag of levophed was procured, primed and switched out without incidence to the ICU patient.. It was confirmed there was no patient harm as a result of this event.